Event description:
Initial result for a patient estradiol was >4300 pg/ml. When repeated, the result was 7.88 pg/ml. The patient was not treated based on the incorrect result. Teh field service representative found the mixing paddle was bent and repaired the instrument by replacing the mixing paddle.